Event description:
The evercross balloon would not completely deflate even with multiple attempts with different methods. The balloon was not completely deflated so the physician had to remove the sheath along with everything else to remove the balloon. A dissection in the mid-sfa was noted, and resolved with a stent.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.